Event description:
The customer reported that the unit didn't pass the collimation tests. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the collimator. The system operates as intended.